Manufacturer narrative:
Continuation of d10: product ID 8781, lot# serial# unknown, implanted: (B)(6) 2020, product type catheter, product ID 8781, lot# serial# unknown, implanted: (B)(6) 2020, product type catheter ,section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal baclofen 2 mg/ml at 350 g/day via an implantable pump. It was reported that the patient had underdosage symptoms a few hours after the replacement of the pump. The patient's synchromed ii pump was replaced on (B)(6) 2025 due to elective replacement indicator (eri). On the night of the 15th-16th, there was a call to the hcp because of underdosage symptoms. On the morning of the 16th, the patient was hospitalized and was taking oral baclofen. On the 16th, the patient was under monitoring and was ok. There was a consultation of the pump with a programming tablet and there was no alert. After checking the programming, everything seemed ok. On the morning of the 17th, there was no evolution and the patient was still underdosed. It was stated that if there was no amelioration, a surgical replacement would be scheduled. The issue was not resolved at the time of the report. Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that a surgical procedure had been performed because the patient was still had underdosage 7 days after. No leak and obstruction had been identified thanks to contrast agents tests. The portion of the catheter that was present in the pocket had been changed by a new one. The portion of this segment (of the old catheter) would be sent for analysis. Once the pump had been put in place, a last contrast agent had been performed. The rep stated that they were able see a diffusion of the agent in cerebrospinal fluid (csf).

Manufacturer narrative:
H3: analysis of the returned catheter identified a partial occlusion in the catheter body which is consistent with dried drug, blood or other foreign material. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the issue had been resolved thanks to the new surgical procedure performed on the 21st of january. The patient was getting better today ((B)(6) 2025) and no longer had underdosage symptoms. The rep indicated that the patient should come back home today. The rep further stated that the catheter must have been bent too much during replacement (14th of january) preventing the delivery of the baclofen.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# unknown implanted: (B)(6) 2020 explanted: product type catheter product ID 8781 lot# serial# unknown implanted: (B)(6) 2020 explanted: (B)(6) 2025 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via company representative (rep). It was reported that the catheter serial number was unknown. The explant date of the catheter was on (B)(6) 2025.